Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The lot # of the contour next control solution associated with the event was not captured in section d4, as this information was not provided by the customer.

Event description:
The customer reported that she ran control tests with the contour next one meter and obtained readings of 151 mg/dl at 9:43 a.m. And 155 mg/dl at 9:45 a.m. The meter did not automatically mark the readings as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. As per the contour next control solution supplier, there are only two possible lots of contour next control with the expiry date of 28-feb-2025, which are lot #s 3bv1a49 and 3bv2g17. Since the customer indicated that they used level 2 contour next control solution, that means the only possible lot used for this event would be 3bv2g17. An in-house testing was performed with the in-house contour next one meter, in-house contour next test strips from the lot associated with the event and in-house contour next control solution from lot # 3bv2g17, which gave a satisfactory performance. The control readings obtained with the in-house testing were properly marked as blood results. The lot # has been updated in section d4 for the contour next control solution.

Manufacturer narrative:
The customer did not return the device for evaluation. Since the lot # of the contour next control solution associated with the event was not provided, an in-house testing could not be performed with the retained samples. Therefore, a device history record was reviewed for the suspected contour next one meter with serial # (B)(6), and no manufacturing anomalies were found.